Manufacturer narrative:
Investigation summary: no device was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Clinical adverse event received for intraoperative femoral medial condyle fracture. Event is not serious and is considered moderate. Event is possibly related to device and definitely related to procedure. No treatment at this time. Doi: (B)(6) 2018. Doe: (B)(6) 2018, (right knee).